Event description:
It was reported that during a procedure, the physician performed ablation to suppress the patient's arrhythmia. After doing the ablation, the patient went into ventricular flutter. The physician called for a stat catheterization that confirmed there was trauma to the coronary artery. Later that night, the patient died. Upon further follow-up, according to the nursing manager, the physician had no concerns with the performance of any bwi products or the mapping system during the vt ablation procedure. Limited information was provided, except it was believed that the cause of death was stenosis/thrombus in left coronary artery.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto xp system: model #: m-4700-01, serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Stockert rf generator model #:m-5463-01 serial #: (B)(4). Ez steer coronary sinus catheter (device was discarded by the customer/ not returned for investigation) model #: d-1263-04-s lot #.: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Manufacturer's ref. No.: (B)(4).